Manufacturer narrative:
Int. Ref: (B)(4). The field service engineer (fse) performed analysis and concluded that the bracket which holds the gas spring at the base of the stitching stand had become loose. Based on the information available and the testing conducted, the cause of the reported problem was wear and tear. The bracket was repositioned, and the grubscrews and jam nuts were securely tightened. After testing, the system's movement was confirmed to be functioning correctly.

Event description:
It was reported that the base of hydraulic stand screws had become loose and need a field service engineer (fse) onsite to put it back together. The device was not in clinical use and there was no patient or user harm.